Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer never received the low reservoir alert after the pump delivered all of its insulin. Caller stated that her daughter has a pump and her blood glucose level went high. Customer was given a correction but her blood glucose level kept going higher. Caller looked and the pump was out of insulin. Customer took off the pump. Caller stated that this has happened before, but it never told them that it was low. Customer has had high blood glucose levels all week. Caller wants pump replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The empty reservoir alarm functioned properly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.